Event description:
It was reported that during a pci/rotational atherectomy procedure, the spring tip of the rotawire floppy gold guide wire separated in the pt. The lesion was located in the 90% stenosed and calcified mid to distal left anterior descending artery (lad). The guide wire crossed the lesion easily and ablation was started with a 1.5mm burr. Ivus imaging revealed the vessel diameter was approx 3mm, inner lumen was 1.6-1.9mm, and there was diffuse plaque and calcification. It was noted in two places that there was an angle of 360 degrees of calcification. The lesion was ablated again. When the physician attempted to withdraw the rotawire floppy gold guide wire to change to another guide wire, the spring tip of the guide wire was trapped at the distal lad. When the physician was "pulling the wire slowly with weak force," the spring tip separated. The separated spring tip was retrieved with a goose neck snare. Following removal of the wire, the physician noted that the spring coil and shaping ribbon were elongated and separated. Pt status is listed as "good."